Manufacturer narrative:
Summary: a failed suture needle was submitted for fractographic evaluation. A fracture was observed in the body of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was intergranular, which is evidence of a brittle failure. This was a non-ductile fracture. The needle exhibited amounts of intergranular failure. An empty opened box and thirty-five unopened samples were received for evaluation. The complaint sample was not received. During the visual inspection of the thirteen samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. No needles breakage was observed. The sutures were dispensed without problems and examined along of the strand and no defects were observed. Also, the sample was tested by resistance test to needle and met the requirements. Per the conditions of the sample received, no performance breakage needle were found,

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: were there any unexpected outcomes or complications as a result of the prolonged surgery time? No. Was the patient treatment altered in any way due to the prolonged surgery time? If yes, please explain. No. How was case completed? The case was completed in regular fashion after the surgeon spent time going through the tissue to find the broken part of the suture. Any adverse patient consequences? If yes, what medical/surgical intervention was provided? No, well there was additional time under anesthesia. Please provide device return status and follow up as required. Broken parts were returned last week, awaiting shipping details from the hospital.

Event description:
It was reported that a patient underwent a left sided laparoscopic nephrectomy on (B)(6) 2019 and suture was used. During the procedure, while suturing, the needle broke off into the tissue. The broken needle was located after about 15 minutes and removed. The procedure was completed with no adverse patient consequences. No additional information was provided.